Event description:
It was reported that for the past few months, the patient had a loss of effect and felt the device should be doing better. The patient had a shocking or jolting sensation yesterday that was like a ¿bolt of lightning inside of me¿ when the patient¿s wife did something with the patient programmer. It was unclear what was done. It was noted that the patient¿s wife was able to decrease stimulation to resolve that issue, but now the patient¿s wife wanted to turn the stimulation off for a period of time to see how the patient was without it. Since stimulation was turned down, the patient had still not observed any change in symptoms. It was noted that patient¿s 1-2 bathroom trips per night are common, but the patient did not feel this was very effective. After review, it was noted that the patient¿s wife was able to turn stimulation off. Follow-up information has been requested, and when available, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Product ID: 3093-28, lot# v697759, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device did not seem to be working. The patient was just not comfortable. It was reported that the patient was going to the bathroom what they thought was too often for a person that had an implant to control it. When the patient got shocked, the pain was terrible.